Event description:
Event description guidant received information that during the explant procedure of this device, it was observed that the right ventricular lead was stuck in the header. The physician unsuccessfully tried to pull it out and tried to push it out with 1/4 turn clockwise and counterwise. He did not use heparinized saline. As a result, the header was cut with a bone cutter in order to remove the lead. While the header was being cut, there was a momentary loss of pacing, but the patient's intrinsic heart rate came in at 33 bpm. The lead was not damaged and remains implanted.